Manufacturer narrative:
Additional information received indicated that the the patient was reportedly doing well after the revision procedure.

Event description:
A report was received that the patient's ipg had migrated causing charging difficulties. The physician has recommended a revision.

Event description:
A report was received that the patient's ipg had migrated causing charging difficulties. The physician has recommended a revision.